Event description:
Customer reports tegaderm + pad applied to 3cm x 4cm skin injury. Reports within 12 hours of application he had pain and increased exudate. Reports he was seen at hospital and treated with antibiotics and antihistamines.

Manufacturer narrative:
Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.